Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, there was sufficient calcium to allow anchoring of the device and the valve looked constrained around the non coronary cusp on final release. The starting implant depth was 3mm (non cusp) and 6mm (left cusp) below the annulus and the final implant depth) was 1mm (non cusp) below the annulus and 3mm (left cusp). After a few minutes, the valve fully expanded but migrated above the annulus. There was a risk of coronary obstruction when putting in a second device and the physician decided to snare and reposition the valve. The implanter believed the cause of migration was valve was constrained around the non coronary cusp. A new 27mm navitor valve and a new large flexnav delivery system was chosen and was successfully implanted. The patient was reported stable with 2 navitor valves in the aorta. There was no clinically significant delay in the procedure.

Manufacturer narrative:
An event of valve underexpansion, device migration, and improper or incorrect procedure or method (valve snaring) was reported. Information from the field indicated that the patient did not have a horizontal aorta, the valve appears to be correctly sized based on the provided native valve perimeter measurement, the implant depth at deployment was 3mm from the non-coronary cusp, there was sufficient calcium to allow anchoring of the device, and there were no intra-procedural, deployment, or retraction difficulties. Additionally, it was noted that the valve initially looked constrain upon final release, but fully expanded and migrated above the annulus after a few minutes. It was also noted that the physician believes the valve migration was due to the valve being constrained around the non-coronary cusp. Abbott requested information related to procedure imaging, but this was not provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on all available information, the reported device migration and valve underexpansion appear to be related to procedural conditions (valve constrained around non-coronary cusp). The reported improper or incorrect procedure or method is due to the user snaring the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The native aortic annulus perimeter was measured as 78-79mm. During procedure, there was sufficient calcium to allow anchoring of the device. The starting implant depth was 3mm below the annulus at the non-coronary cusp (ncc) and 6mm below the annulus at the left coronary cusp (lcc), and the final implant depth was 1mm below the annulus at the ncc and 3mm below the annulus at the lcc. There was no tension in the delivery system at the time of final deployment. The patient did not have a horizontal aorta. The valve looked constrained around the ncc on final release. After a few minutes, the valve fully expanded and migrated above the annulus. The physician decided to snare and reposition the valve. The implanter believed the cause of migration was valve was constrained around the ncc. A new 27mm navitor valve and a new large flexnav delivery system was chosen and was successfully implanted. The patient was reported as stable. There was no clinically significant delay in the procedure.